Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) had almost five and a half years remaining longevity. Boston scientific technical services (ts) noted that the left ventricular (lv) output of this device was varying and was also indicating that the device may be in suspension. In addition, pulse width was noted to be quite high. Ts then suggested to evaluate the pace vectors available and recommended leaving the lv auto threshold on. As of this time, the device remains in service. No adverse patient effects were reported.